Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic with the right ventricular lead exhibiting high capture threshold values. High pacing impedance values were also noted. No interventions were reported. The patient will continue to be monitored. There were no patient consequences.